Manufacturer narrative:
Current information does not indicate as to whether service was dispatched. A definitive cause has not been determined to date. Associated mdrs: 2122870-2012-01238 and 2122870-2012-01239.

Event description:
The customer reported that higher than expected human luteinizing hormone (hlh) results were generated from a unicel dxl800 access immunoassay system for two, same-patient samples over two days. This report represents the erroneous hlh result generated from the unicel dxl800 access immunoassay system for the patient's second sample on (B)(6) 2012. Upon repeat on an alternate instrument at an external reference laboratory, the repeat hlh result was lower and considered valid. The initial hlh result was reported out of the laboratory and while there were no reports of adverse event or serious injury related to this event, it is unknown as to whether there was a change to patient management. The sample was collected in a primary tube with gel separator. The sample was tested on the same day as collection and was refrigerated during storage. Hlh quality control results were within the customer's established ranges during the timeframe of the event. The hlh reagent and calibrator lots associated with this event were 120461 and 118299 respectively. The customer did not provide actual patient results or additional specific patient information, sample collection/handling information or assay/instrument performance information.